Event description:
Reporter indicated that pt's chest incision opened and required revision surgery. It was reported that the pt's generator was replaced in 2002 due to end of service. On the day of the event, while taking a bath, the pt's chest incision was inadvertently pulled open. The parents bandaged it up and 3 days later took the pt to a local surgeon who closed the wound back up with two stitches. The surgeon prescribed a 10-day supply of erythromycin. Nine days later the pt went back to see the physician for a follow-up visit at which time another section of the incision was opening. The pt underwent a revision of the wound the next day and another 7-day course of antibiotics was prescribed. The wound has reportedly been draining since surgery. The pt's stitches were removed 13 days later at which time ninety percent of the incision looked good. There was a part of the incision that was open, so the physician placed sterile strips over it and continued the antibiotics. Three days later, the site was oozing and the strips came off while bathing. The pt was taken to the emergency room where it was noted that one of the stitches had been overlooked and was not removed. The stitch was removed and a new stitch was made. The pt was again seen by physician 4 days later, and the wound was still open and not healing properly. The pt was seen by the surgeon 4 days later at which time explant was recommended. The pt's ncp system was explanted 4 days later. The pt is currently on levaqiun 500mg 1 po qd.